Event description:
On (B)(6) 2010, our quality department received the info about the following event which occurred during the pt study (B)(4) with the product scorpio-nrg. Surgeon of the orthopedic surgery department of the hospital, reported via our clinical research associate, that a (B)(6) male pt with a total knee endoprosthesis implant underwent a reconstruction surgery on (B)(6) 2009, due to a rupture of the quadriceps-tendon of the left leg which was stated on (B)(6) 2009, by ultrasound. According to her info, the pt should have mentioned before being not able to extend his leg. Furthermore, surgeon reported in her surgeon letter (dated (B)(6), 2009, signed (B)(6), 2009), that the surgery was completed successfully. As clinical findings, it is written that the mobilization should have started two days post op and that the pt should have been able to walk carefully by the help of a knee rail and using backing forearm crutches without loading his leg too much for a period of two weeks post op. According to the info given in this document, the pt was dismissed on (B)(6) 2009. The control of the pt's condition should have been scheduled for (B)(6) 2009. This event which was classified as serious adverse event in this study document is described as not being necessarily related to the product.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.